Event description:
Boston scientific crm received information that this patient received several shocks. The shocks were due to atrial undersensing. During the device evaluation, it was noted that there was only one year of longevity remaining. A boston scientific technical services representative performed a longevity calculation and was unable to explain why there was only one year of longevity remaining. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.